Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could reproduce the reported phenomenon. Olympus repair center confirmed that the light guide lens, objective lens, bending section rubber adhesive, and the cylinder was worn. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: bacillus subtilis. [Second time; (B)(6) 2021]: staphylococcus hominis. [Third time; (B)(6) 2021]: rhizobium radiobacter. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.